Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced recurring impotence and fluid loss. It was detailed that the fluid loss was caused by a large tear at the base of both cylinders. A surgical procedure was performed during which the pump and cylinders were explanted and replaced with a preconnected tenacio, the original reservoir was drained and will remain implanted. A new reservoir was implanted midline. No further patient complications were reported.